Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pectoral muscle and nerve stimulation caused by the right ventricular (rv) lead. It was noted that the rv lead had an insulation breach and a sudden drop in pacing impedance with adequate sensing and pacing threshold measurements. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.